Event description:
It was reported that the patient underwent a pocket revision procedure due to an unknown reason. The patient was doing well postoperatively. No further information has been obtained despite good faith offers. Additional information has been received that the patient was experiencing discomfort.

Event description:
It was reported that the patient underwent a pocket revision procedure due to an unknown reason. The patient was doing well postoperatively. No further information has been obtained despite good faith offers.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.